Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that the probe wipe rinse block was not fully extending along the probe. The fse cleaned the probe wipe which was obstructed, which repaired the leak and the vote outs. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the manual probe of the coulter lh 500 hematology analyzer. The instrument was also generating vote outs when the leak was noticed. The volume of the leak was about 6 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.